Manufacturer narrative:
Concomitant product: product ID: 6947, lead, implanted: (B)(6) 2004. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, most recent battery voltage was 2.9165 volts on (B)(6) 2016. Elective replacement indicator (eri) had not been triggered.

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) check it was revealed that the device only 15 months old and showing estimated 13 months longevity. It was also reported that the right ventricular (rv) lead output is high due to high threshold and sensing had decreased. However, longevity is unexpected. Data review indicated based upon rv output battery longevity is within expected range, and replacement of rv was suggested. Adjustment to programmed rv output settings was made, and the ICD and rv remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.